Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer has experienced low blood glucose (bg) levels ranging in the 40's mg/dl range due to their basal rate requiring adjustments. The customer consumed juice and candy to address the bg levels. Tandem technical support guided the customer through adjusting their basal rate setting.